Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at time of incident and the current blood glucose level was 280 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump and manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did used to auto mode feature at the time of event. Customer did not alleging insulin pump for under delivering. The high pressure test was passed. Customer stated that the set was bent. The device will not be returned for analysis.